Manufacturer narrative:
Additional devices included on this report are as follows: catalog #ceb231410a/ serial #(B)(4)/ UDI #(B)(4)which is captured in manufacturer report #3013164176-2023-01642. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Investigation findings for analysis of data provided by user/third party: code c19- the imaging evaluation, performed by a clinical imaging specialist, showed the following: images submitted for evaluation include one CT movie, approximately 17 seconds in length, two reintervention jpgs, and one reintervention movie, approximately 21 seconds in length. There is a separation of the bridge component from the iliac branch component on the right side. Contrast outside of the device cannot be visualized on any on the images, therefore, endoleak cannot be confirmed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, aneurysm enlargement and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of bilateral iliac artery aneurysms using gore® excluder® iliac branch endoprostheses and gore® excluder® aaa endoprostheses. It was reported that, on (B)(6) 2023, the right sided contralateral leg component was observed to have separated from the iliac branch component. The physician reported that the aneurysm had grown from approximately 3.8mm to 4.4mm. The suspected cause of the component separation was reportedly tortuosity of the patient's common iliac artery and potentially growth of the aneurysm sac as it was unknown if the aneurysm enlargement occurred before or after the component separation. On (B)(6), 2023, a reintervention was performed whereby an additional contralateral leg component was used to bridge the component separation. The reintervention was successful. There were no further reported issues. The patient tolerated the procedure.